Manufacturer narrative:
(B)(4). Batch #unk. Date of event is 2020. Event day and event month was not reported. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the pouch kept breaking. It is unknown how the case was completed. No patient consequences were reported.